Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog.

Event description:
It was reported that the customer's blood glucose (bg) was 20-22 mg/dl. Customer went to the emergency room (ER) and was treated with glucagon, one "flebus" with sugar and insulin and a second "flebus" with only sugar. Low bg was resolve without injury and customer was discharged from the ER the same day. Customer suspected cause of low bg was due to a disabled control-iq function; however, pump system check was performed and pump was found to be functioning properly. Customer reported to have used the cartridge more than the labeled 48 hours. There were no issues observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time. No additional information was provided at the time of this report.